Manufacturer narrative:
The device was discarded and is not able to be returned to tidi for a formal investigation. The product manufacture includes a sealed seam which was reported to be broken or not intact; this defect was confirmed by an image submitted by our distributor. A historical complaint review was performed, this was the first complaint of this type. The device history record was reviewed with no manufacturing issues or non-conformances noted during the manufacture of this device. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted.

Event description:
Medical barrier seam was not intact, yielding open area.